Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Caregiver is calling on behalf of the customer. The customer is concerned with test results from results obtained of 238, 210 and 192 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 307 mg/dl and 338 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is last week in the month of (B)(6) 2017. Customer has not had any changes to her diet or exercise routine. The meter memory was reviewed for previous test result history: 238mg/dl (B)(6) 2017 12:35 pm fasting:yes, 210mg/dl (B)(6) 2017 12:10 pm fasting:yes, 192mg/dl (B)(6) 2017 10:31 am fasting:yes, 161mg/dl (B)(6) 2017 10:26 am fasting:yes, 164mg/dl (B)(6) 2017 10:24 am fasting:yes. Memory concerns:customers cargiver states that customer is concerned with the results of 238, 210, 192,161 and 164 mg/dl from the meters memory.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Caregiver is calling on behalf of the customer. The customer is concerned with test results from results obtained of 238, 210 and 192 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 307 mg/dl and 338 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is last week in the month of (B)(6) 2017. Customer has not had any changes to her diet or exercise routine. The meter memory was reviewed for previous test result history: 238mg/dl (B)(6) 2017 12:35 pm fasting:yes, 210mg/dl (B)(6) 2017 12:10 pm fasting:yes, 192mg/dl (B)(6) 2017 10:31 am fasting:yes, 161mg/dl (B)(6) 2017 10:26 am fasting:yes, 164mg/dl (B)(6) 2017 10:24 am fasting:yes. Memory concerns:customers cargiver states that customer is concerned with the results of 238, 210, 192,161 and 164 mg/dl from the meters memory.